Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-26062020-0000756069 submitted for adverse event which occurred on (B)(6) 2014. Mwr-26062020-0000756065 submitted for adverse event which occurred on (B)(4) 2017.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced persistent seroma, mesh infection,abdominal pain , fever and necrotic tissue. It was reported that the patient underwent revision of surgery on (B)(6) 2104. It was reported that following the procedure, patient had a removal surgery on (B)(6) 2017 due to abscess. No additional information was provided.